Event description:
It was reported that a patient presented to clinic for follow up. The atrial lead exhibited low pacing impedance. No intervention or procedure was reported. The patient had no consequences.

Manufacturer narrative:
Further information was requested but not yet received.